Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient had a right inguinal hernia repaired with implant of a bard small oval kugel patch. On (B)(6) 2015 - the patient underwent surgery to repair damage caused by the kugel patch. On (B)(6) 2016 - the patient received a nerve block injection to attempt to resolve pain caused by the kugel patch. On (B)(6) 2016 - the patient received an additional nerve block injection to attempt to resolve the pain caused by the kugel patch. The attorney alleges the patient experienced pan, injury, nerve pain, additional surgical procedure and disability.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this is an addendum to initial emdr submitted (MDR no: 1213643-2017-00281). This supplemental MDR is submitted to report the product details (lot no.) And explant date. Based on the information provided in the patient medical records, no conclusions can be made. As reported, the patient was experiencing chronic pain from about 1 year post-implant of the kugel mesh, underwent surgical intervention for nerve resection. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Attorney also alleges that the patient underwent mesh explant, however, no details have been provided. The instructions-for-use supplied with the device lists adhesions as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient had a right inguinal hernia repaired with implant of a bard small oval kugel patch. (B)(6) 2015 - the patient underwent surgery to repair damage caused by the kugel patch. (B)(6) 2016 - the patient received a nerve block injection to attempt to resolve pain caused by the kugel patch. (B)(6) 2016 - the patient received an additional nerve block injection to attempt to resolve the pain caused by the kugel patch. The attorney alleges the patient experienced pan, injury, nerve pain, additional surgical procedure and disability. Addendum per medical records and plaintiff profile form: (B)(6) 2013 - patient was diagnosed with a right inguinal hernia, underwent herniorrhaphy with implant of bard/davol kugel hernia patch. Per the operative report, ¿a rather large direct inguinal hernia was appreciated. The herniated contents were then replaced into the abdominal cavity. A small oval kugel mesh graft was selected and placed into the defect.¿ the graft was secured using sutures and skin was closed. During (B)(6) 2014 and (B)(6) 2015 - patient had consultations for post-operative pain. Since the surgery, the patient had complaints of chronic pain in the right groin area, extending down to the medial aspect of the upper thigh. ¿clinical examination showed no evidence of a recurrent hernia; however, there is suspicion that the patient may have entrapment of the ilioinguinal nerve¿ and was diagnosed with chronic inguinal neuralgia. (B)(6) 2015 - patient underwent surgical exploration of right groin with transection of ilioinguinal nerve. Based on the operative notes, it was noted that the patient had extensive scarring from the prior herniorrhaphy. The ilioinguinal nerve appeared to be entrapped within the chronic scar tissue at the level of the external ring. The nerve was subsequently resected near its exit at the internal ring, along with a right inguinal lymph node. There was no evidence of recurrent hernia. Attorney alleges the following: (B)(6) 2016 and (B)(6) 2016 - patient underwent nerve block procedures to right inguinal groin due to pain. During (B)(6) 2017 and (B)(6) 2018 - patient had consultations with the surgeon for right inguinal pain. (B)(6) 2018 - patient underwent abdominal wall reconstruction and mesh explantation. It is also alleged that the patient experienced adhesions, loss of testicle(s), nerve damage, pain and sustained emotional injuries without treatment.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to update the outcomes attributed to adv ev.